Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 122" and "pacer fault 126" messages. Complaint indicated that there was no patient involvement in the reported malfunction.